Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during elective explant of the drg system, the s1 drg lead was unable to be removed. The lead was cut and partially left implanted in the patient.